Manufacturer narrative:
E1: (B)(6). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherland. It was reported that the patient experienced high blood glucose (above 22 mmol/l) on (B)(6) which had led to hospitalization from (B)(6) to (B)(6) for a two-day stay. The patient had been using an insulin pump system at the time of the high bg event. Treatment had involved an overnight stay to monitor values. The bg value at the time of the call had been 11.6 mmol/l. The patient had not tested for ketones. No further information available.